Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was completed as planned by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and identified that the wireless footswitch led green and battery was orange and wi-fi was lit red. Upon troubleshooting actions, fse identified that the cause of the problem was wfs hang up due to the battery or program issue. Fse restarted the wfs and reconnected the charger. After repairs, the system was retuned to use in good working order. Few days later, issue reoccurred. The philips engineer replaced the wfs (wireless footswitch). After replacement of the wfs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue where a prior occurrence led to serious injury, but it is related to wfs (wireless footswitch) battery issue, due to that the wfs was hang up. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the wireless footswitch was not working, and wi-fi led was showing red. The issue was found during clinical use. The procedure was continued using by wired footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.